Event description:
According to the reporter, during an esophageal surgery, at the third shot, the cartridge stopped operating midway during cutting. In the portion where resection was completed, three rows of staples were formed; however, at the site where the device stopped operating, a foreign object like a lump of staples was found. The cartridge was replaced and the same handle was used without problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.